Event description:
Subsequent information received to the initial medwatch report, additional information from a user facility medwatch received states: during percutaneous transluminal angioplasty, an inflated balloon would not deflate. A two hour extension of the procedure was required to surgically deflate the balloon in order to remove the catheter. There was no long term injury to the patient. A second catheter was tested without inserting it into the patient and demonstrated the same problem.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot number was requested, but not available due to the device was already sent out. The lot number will be retrieved from the device upon returning and added to the supplemental report. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deflating the device were unable to be replicated in a testing environment as the shaft had been separated; however, there was a material discrepancy noted at the proximal balloon seal. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of 0.1%. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The additional armada, referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a subclavian interventional procedure, an armada 35 balloon delivery system was advanced without difficulty and inflated to 6 atmospheres with the first inflation without noted issues. The armada 35 balloon would not deflate with pulling negative. An ultrasound guided syringe was advanced and ruptured the armada balloon successfully. The armada balloon was pulled into the unspecified guide catheter and removed as one unit from the patients' anatomy without difficulty. The procedure was abandoned at this point. Reportedly, there was a two hour delay in the procedure. There was no adverse patient effect. There was no additional information provided.